Event description:
It was reported that the patient presented in clinic after receiving a notification for high pacing lead impedance. The patient was not pacemaker dependent and not symptomatic. The device will be monitored.